Manufacturer narrative:
The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for pt ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approx 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the pt's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the pt's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. When info suggests that the nim equipment had the potential to cause pt injury it is assumed that the failure may go undetected. Therefore, w/o info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.

Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned an 8mm electromyographic (emg) endotracheal tube stating it was noticed that it "has exposed wires when the item was taken out of the box. No pt contact as this issue was discovered before surgery." Testing/repair confirmed the reported event, stating a "close inspection of the cuff revealed a small (approx 5mm) length of wire protruding from the lumen under the cuff." A wire outside the lumen has the potential to puncture the pt or the cuff.